Manufacturer narrative:
Additional narrative: (B)(4). Date of postoperative plate breakage is unknown. Complainant device is not expected to be returned for manufacturer review/investigation. (B)(4). The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that initially a patient underwent for an open reduction internal fixation (orif) of distal radius on an unknown date and was implanted with wrist plate. The plate broke postoperative due to non-compliance of patient. The patient received extensor tendon ruptures due to hardware failure. Hardware removal of broken plate was performed on an unknown date. Surgery was completed successfully with no surgical delay reported. Patient outcome reported as stable following surgery. This report is for one (1) 2.4mm lcp® straight wrist plate 170mm. (B)(4).

Manufacturer narrative:
Device history record review. Part number: sd242.003 lot number: h271201. Part manufacture date: 27-jan-2017 manufacturing location: (B)(4) part expiration date: n/a nonconformance noted: n/a DHR record review: a review of the device history record revealed no complaint related anomalies. The device history record shows this lot of 2.4mm lcp straight wrist plate 170mm product was processed through the normal manufacturing and inspection operations with no rework nor nonconformities noted. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no nonconformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.